Event description:
Revision surgery performed in 1998 due to "dismantling" of a screw. The screw was replaced. Ten days after the revision surgery, the replacement screw also "dismantled". This replacement screw has not been reported to have been explanted.